Event description:
Customer reports protime inr 3.4 vs another protime inr 4.2. Customer unable to provide specific date of testing or pt therapeutic range. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
Customer ran a correlation comparing the protime with another protime. Customer reported the protime was 1/2 to 1 point lower than the other protime. Manufacturer eval / investigation currently in process.